Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: manufacturer's analysis confirmed the customer comment that the programmer would take a long time to boot up. It was indicated that the hard drive health was ninety-four percent. It was also indicated that the lower case was missing a foot. It was also indicated that the latch tabs of the power cord bay door, the paper guide of the printer drawer, and the keyboard latch were broken. It was also indicated that the radiofrequency connector on the printed circuit board was loose. The programmer was scrapped and replaced. (B)(4)

Event description:
It was reported the programmer would take long time to boot up; sometimes stayed on please wait screen and did not proceed. The prog rammer was returned for repair. The programmer tested out of specification during manufacturer's analysis. No patient complications have been reported as a result of this event.